Event description:
The customer was unable to provide the patient's information.

Event description:
The customer reported a cassette leak after a "centrifuge high pressure" alarm, and a leak at the pressure sensor level. Patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local regulatory authority.

Manufacturer narrative:
(B)(4). Investigation: the trima set was returned for evaluation. Upon visual inspection, the cps had burst close to the center. The centrifuge clamps had been removed, therefore it was not possible to confirm if this was related to a centrifuge clamp misassembly. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record was reviewed. Nothing was found that was related to this event. The trima accel system alarmed safe as intended. The leak at the pressure sensor was due to the tubing being clamped during cassette unload. Root cause: a definitive root cause of this issue could not be determined at this time due to the removal of the clamps from the set. Possible causes include, but are not limited to, a misassembly where the assembler has applied a centrifuge clamp to the wrong line during manufacturing or the inadvertent clamping of the wrong line by the operator during the procedure. Misplacement of the centrifuge clamp on the inlet line or inadvertent clamping of the wrong lines can result in a 'centrifuge pressure high' alarm. If the lines to the channel are left clamped during set unloading, excess pressure can be generated inside the cassette resulting in the rupture of the pressure sensor. Corrective/preventive action: a retraining of the relevant operators in relation to this failure has been carried out for catalog 80484 starting from lot 06u3102.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Retraining has been initiated, regarding the clamp misassembly issue in terumo bct manufacturing. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.